Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override mode. A field service engineer (fse) reimaged the station to version 1.11 following unsuccessful server synchronization as advised by the customer support center (csc) agent and configured the station accordingly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had critical override mode. Customer stated that following the latest server upgrade, all pyxis stations were working fine except for pyxis austin2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.